Event description:
It was reported that during a routine device change out, the physician was unable to remove the atrial lead from the connector. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.